Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an event of occlusion at infusion set site on (B)(6) 2024. Blood glucose level was 250 mg/dl at the time of the event. Therefore, patient took correction bolus via pump. Patient changed supplies as necessary and resumed insulin therapy. No further information was available.